Event description:
It was reported to boston scientific via an article published in the journal of endourology that a study was conducted to determine risk factor after holmium laser enucleation of the prostate (holep) for management of lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph) with time to event analysis. A prospectively collected databases of 1216 procedures performed between (B)(6) 2013 by a single surgeon was reviewed for patients who underwent holep for symptomatic bph. Intraoperative adverse events were encountered in 44 patients, including bleeding, superficial bladder mucosal injuries, and capsular perforations. It was also reported monopolar electrocautery was used in patients either for hemostasis or residual tissue resection at the end of holep. Recystoscopy to complete morcellation was needed for 21 patients while open cystostomy was performed in 3 patients to extract large adenomas. Postoperatively, patients failed the first trial of voiding and needed recatheterization, there were patients who presented preoperatively with indwelling urethral catheters. Gross hematuria was also observed in patients, that were managed conservatively, other patients needed perioperative transfusion of blood or packed red blood cells, including patients who were receiving anticoagulants concomitantly. During the follow up there were patients that presented with indwelling urethral catheter, other that were unable to void early post operatively, patients in whom chronic retention developed necessitating clean intermittent catheterization (cic). Later during a recent follow up, stress urinary incontinence was noted. Recurrent adenomas were detected, patients with a median duration for recurrence of symptoms of 80 months. Bladder neck contracture (bnc) was detected in 14 patients, urethral stricture was detected in 25 patients. Bladder stones secondary to recurrent obstruction developed in 9 patients. Compared with those who did not have recurrence, patients who underwent redo holep for recurrent adenoma had significantly less percent reduction of prostate-specific antigen (psa) at 3 months postoperatively, smaller glands detected by the preoperative trus, previous prostate surgery, and longer operative time. Bnc was significantly associated with younger age and smaller glands. Urethral stricture was significantly associated with significantly smaller glands, longer operative time, and longer duration of postoperative catheterization.

Manufacturer narrative:
Block g2: literature. A, mohamed; a, elshal; et al (2015). Reoperation after holmium laser enucleation of the prostate for management of benign prostatic hyperplasia: assessment of risk factors with time to event analysis. Volume 29, 7 pp 797-804. Doi: 10.1089/end.2015.0060.

Manufacturer narrative:
The fiber device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device and indicted as such in the instructions for use. Block g2: literature. A, mohamed; a, elshal; et al (2015). Reoperation after holmium laser enucleation of the prostate for management of benign prostatic hyperplasia: assessment of risk factors with time to event analysis. Volume 29, 7 pp 797-804. Doi: 10.1089/end.2015.0060.

Event description:
It was reported to boston scientific via an article published in the journal of endourology that a study was conducted to determine risk factor after holmium laser enucleation of the prostate (holep) for management of lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph) with time to event analysis. A prospectively collected databases of 1216 procedures performed between march 1998 and october 2013 by a single surgeon was reviewed for patients who underwent holep for symptomatic bph. Intraoperative adverse events were encountered in 44 patients, including bleeding, superficial blader mucosal injuries, and capsular perforations. It was also reported monopolar electrocautery was used in patients either for hemostasis or residual tissue resection at the end of holep. Recystoscopy to complete morcellation was needed for 21 patients while open cystostomy was performed in 3 patients to extract large adenomas. Postoperatively, patients failed the first trial of voiding and needed recatheterization, there were patients who presented preoperatively with indwelling urethral catheters. Gross hematuria was also observed in patients, that were managed conservatively, other patients needed perioperative transfusion of blood or packed red blood cells, including patients who were receiving anticoagulants concomitantly. During the follow up there were patients that presented with indwelling urethral catheter, other that were unable to void early post operatively, patients in whom chronic retention developed necessitating clean intermittent catheterization (cic). Later during a recent follow up, stress urinary incontinence was noted. Recurrent adenomas were detected, patients with a median duration for recurrence of symptoms of 80 months. Bladder neck contracture (bnc) was detected in 14 patients, urethral stricture was detected in 25 patients. Bladder stones secondary to recurrent obstruction developed in 9 patients. Compared with those who did not have recurrence, patients who underwent redo holep for recurrent adenoma had significantly less percent reduction of prostate-specific antigen (psa) at 3 months postoperatively, smaller glands detected by the preoperative trus, previous prostate surgery, and longer operative time. Bnc was significantly associated with younger age and smaller glands. Urethral stricture was significantly associated with significantly smaller glands, longer operative time, and longer duration of postperative catheterization.